Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead implant procedure tissue got stuck on the helix and could not be removed. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.